Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the thumb switch would not move forward into the off position causing the cutter to remain open. The device was pulled back slightly holding forward pressure on the time switch to straighten the shaft of the catheter and eventual the thumb switch slid forward and the cutter advanced into cutter housing. The device was removed to be inspected and nose cone cleaned. Plaque was removed from nosecone but on testing of device outside patient cutter would not advance into cutter housing easily. A new battery pack was attached to ls-c catheter and device tested properly with cutter opening and closing without any problem. Device was used to finish procedure without any additional complications. No patient injury is reported. Evaluation summary: the turbohawk device was received for evaluation with the cutter driver. The thumbswitch was fully advanced and the cutter head was appropriately located within the distal tip assembly lumen. The thumbswitch was pulled back and the cutter head assembly nested in the housing ramp. A hole was noted in the housing wall between 2mm and 3mm from the housing window.